Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the monitor for the navigation system was losing power without prompt from the user. The site powered on the navigation system and the monitor went to a black screen. The site representative was unable to replicate the reported issue indicating the issue was occurring intermittently. No additional information was provided. There was no patient present when this issue was identified.